Manufacturer narrative:
Further information has been received from the patient that the device involved in this event is not a stryker device therefore this MDR is being closed as not reportable.

Event description:
Further information has been received that the device involved in this event is not a stryker device therefore this MDR being cancelled.

Event description:
The following was reported: "I need a revision. I hope you still have the part for my 33 year old hip.".